Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the computer was plugged in the power socket, it would turn on automatically before the on button was pushed.  Additionally, it wouldn't show anything and just had a black screen.  It also did not turn off either and had to be unplugged.  The next action was to replace the computer and solid state drive (ssd).  No patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, serial/lot #: (B)(6); product ID: 9736218, serial/lot #: (B)(6). H3) the manufacturer representative went to the site to test the navigation system. Both the ssd and computer were replaced. Codes: b01, c02, d02 the computer was returned for analysis. The reported problem was confirmed. When the power cord was plugged into the system it would normally power up and then power down briefly until the power button was pressed, but when the power cord was plugged into the system it didn't power down and remained on and didn't respond to the power button and would not power down. The system would not boot up and displayed a black/blank screen. Codes: b01, c02, d02 the ssd was returned for analysis. The reported problem was confirmed. After logging in the system login, the computer booted up back in to the password and username home screen. They were unable to log in to the stealth home screen. They found licensed software applications was installed in the ssd drive. Data and self-test reported no errors on the drive. Codes: b01, c10, d02 both parts were returned on the same date: september 18, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.